Event description:
It was reported that yesterday the patient had surgery to fix an impedance issue that as the patient couldn't get an MRI beforehand. Patient had impedances on both leads. Manufacturing rep said the leads looked "pretty beat up." Extensions and implantable neurostimulator (ins) were replaced(pt went from percept pc to rc), but leads were maintained. Rep. Said post surgery, all impedances checked out as in range and everything looked good. Rep. Said that now the patient is showing high impedance on one side and the healthcare provider is furious and wants to know what can cause an impedance to come back up when everything was fine less than 24 hours after the procedure was initially done. Rep. Said bipolar impedances on one side measured at greater than 5,000 ohms and greater than 10,000 ohms. Tech services talked about possible sources of high impedance. The patient was redirected to their healthcare provider to further address the issue. Additional information received from rep indicating that cause of impedance remains unknown but it is still considered likely that damage to the lead is the cause. Patient will be programmed around the impedance. If tremor the patient isn¿t getting good results then a full revision will be needed. Explanteddevices were discarded after surgery.

Manufacturer narrative:
Continuation of d10: product ID: 3708640, serial# (B)(6), implanted: (B)(6) 2015, explanted: (B)(6) 2026, product type extension product ID: 3708640, serial# (B)(6), implanted: (B)(6) 2015, explanted: (B)(6) 2026, product type extension product ID: 3387s-40, lot# va0t4hd, implanted: (B)(6) 2015, product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.